Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter cc4204bf collamer single piece lens, but the lens was torn by the plunger, while the lens was advancing. There was no patient contact. A back-up lens was implanted. The reporter stated the plunger bent while it was being pushed and tore the lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, lens was returned and visual inspection found the lens optic torn, and pieces of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Evaluation codes: conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed, and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions of use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.